Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported cracks around the display window of the insulin pump. The customer also reported cracks on the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received within normal operating currents and no unexpected low battery alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window and minor scratched lcd window. No cracks near the battery compartment noted.